Event description:
Doctor was preparing to perform a circumcision when he identified that the forceps provided in the kit had a very sharp edge on one side, which is not standard for this product. He was able to obtain a new kit with appropriate forceps prior to continuing with the procedure. The same product from a different lot number were inspected and did not have the same issue.